Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctioned where the full volume was infused (bag appears empty) but the volume set on the pump never changed. The cassette and extension tubing were still attached. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.3 ml/hour had been programmed, with a total reservoir volume of 106 ml and given 106 ml. There was no patient harm/adverse event reported.

Manufacturer narrative:
A photo was attached to the complaint and no discrepancies were detected during review of the photograph. No sample was received, and no lot number was provided. As the product was not returned, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause. A lot of history review found no complaints were documented for lot number 6004935.